Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. We checked the returned unit and confirmed that the biopsy inlet piece loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, we confirmed that the insertion flexible tube (ift) buckled, the lg prong corroded, the remote control buttons leak, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0620(control body)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece loosened.